Event description:
Device report from synthes reports an event in australia as follows: it was reported that pei31202 x2 (lot: e20la1258 x2) had not fused within the l5/s1 disc space following them being implanted on (B)(6) 2021. The cage on the left had rotated and subsided into the l5 and s1 endplates. Revision surgery (alif with removal of both cages and insertion of a conduit alif cage with allograft bone secured by a non-synthes plate) occurred on (B)(6) 2022. The revision went smoothly. This report involves one post ibf ei hl h 12mm12deg22/9. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Device history: lot. Part #: pei31202. Lot #: e20la1258. Supplier: eit. Batch1: (B)(4). No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.